Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient believed the cause of depletion was due to lots of use however it depleted faster than others they've had. Patient reported they worked with the rep to find a good setting and make sure to use it less. Patient stated they suppose issue has been resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for the last few hours the communicator power button has been flashing blue, orange, and green color pattern. Patient stated that they have been trying to press the power button but it will not stop flashing colors and they spoke to their mdt rep who advised them to call patient services. Patient noted their communicator battery was full earlier today and stated the power button appeared to not be stuck and did click when they pressed it down. Agent had patient press and hold power button down for 30 seconds to reset communicator and patient reported this resolved. Patient confirmed they were able to connect to implant. When asked event date, patient stated the issue began today, but it seemed familiar like it may have happened in the past. Patient did comment that they loved their previous ins, as the vanta takes such a long time to connect and the battery dies semi-fast. Patient also mentioned they were mailed their communicator and given instructions over the phone, so it was confusing to them and they would perform a re set of the communicator to power down after each use. Patient stated mdt rep,  had shown them how to do this at one of their appointments, due to the lights flashing on the communicator at night; agent provided information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.